Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of infection, pain, capsular contracture, seroma and fever are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, infection, pain, capsular contracture baker grade IV, seroma and fever.

Event description:
Patient reported left side ¿grew up¿ causing muscular damage, viscous liquid is coming out of the left nipple, and concerns about health, can´t work due to the pain. Later patient reported "severe pain¿ and ¿fever," "culture was performed and showed a bacterium that can cause death-enterococcus." Healthcare professional additionally reported left side capsular contracture, baker grade IV. Patient was treated with treated with steroids, b complex, diclofenac, nsaid, and steroids. The device has been explanted.